Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code hwc. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) , reports an event in (B)(6) as follows: it was reported that the devices were used for a distal radius fracture case. The screw was inserted into the angled screw hole toward the radial styloid process at the most distal radial side using the torque limiter. The surgeon found that the torque limiter was spinning and the screw could not be locked. He didn¿t hear a clicking sound of the torque limiter, so he used a shorter screw as a substitute and finished the operation. Due to the incident, the operation was extended for 15 minutes, there was no patient harm. This report is 2 of 3 for (B)(4).